Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an adverse event where the user experienced hypoglycemia.

Manufacturer narrative:
Based on the investigation, it was found that the system was not in use during the hypo event, therefore there was no glucose related alerts asserted.